Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, staple line bleeding on stomach tissue was observed where a blue sureform 60 reload was fired with a sureform 60 stapler instrument. According to the surgeon, there was nothing wrong with the staple line, as there were no malformed staples, no holes within the staple line, and no tissue pushout observed. The bleeding was more than usual and clips were applied to stop the bleeding. No other medical intervention was needed. The patient has been recovering well with no post-operative complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting the bleeding on the staple line where a blue sureform 60 reload was fired, an investigation is in progress to determine the cause of this reported adverse event. Intuitive surgical inc. (Isi) requested the customer return the blue sureform 60 reload fired during this event, but the product has not been received at this time. A follow-up MDR will be submitted if additional information is obtained. A review of the advanced stapler logs show the first sureform 60 stapler instrument was installed 6 times on universal surgical manipulator (usm) #1 and fired 1 blue reload. The stapler only engaged successfully on the 1st install attempt. On the subsequent 5 installs, the instrument failed to engage with the system. On the only successful install with this instrument, there were 3 incomplete clamps out of 4 clamp attempts. Completion percentages for the incomplete clamps ranged from around 54% to 69%, with hold times of 15 to 25 seconds. Firing was completed after the successful clamp, with 1 pause for compression. The second sureform 60 stapler instrument was installed 9 times on usm #1 and fired 5 reloads (all blue). The stapler failed to engage with the system on 2 install attempts. The stapler also failed to initialize two times during the procedure, with parameters indicating the drivetrain friction was too low in both cases. There were no incomplete clamps, incomplete unclamps, or firing failures by this instrument. The 1st and 4th firings were completed with 1 pause for compression, while the 2nd, 3rd, and 5th firings had no pauses for compression. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, bleeding was observed on the staple line where a blue sureform 60 reload was fired. The bleeding was controlled by applying clips.